Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the retest sample handler (rsh) barcode reader on the architect i2000sr analyzer misread sid (B)(6). The barcode was read correctly by centaur and cobas analyzers. The rsh barcode reader was calibrated and the barcode label was reprinted and it was read correctly by the architect i2000sr analyzer. No patient results were incorrectly assigned to an sid. Field service replaced the barcode reader to resolve the issue. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service on (B)(6) 2019 replaced the rsh barcode reader with a new style barcode reader and rescanned the barcode label for sid (B)(4). The barcode was read correctly. A review of the analyzer service history found no contributing factors on or around the date of occurrence as indicated in the complaint. There has been no subsequent contact from the customer regarding sample bar codes being incorrectly read. Review of the message history log did not capture any barcode read errors during the time of occurrence. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Based on the available information, no product deficiency was identified.